Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified, left superior femoral artery (sfa). An emboshield nav6 embolic protection device (epd) was advanced to the lesion and positioned without issue. After some treatment was performed to the lesion, it was noted that the epd had moved distal. The epd was repositioned. At the end of the procedure, it was noted that the epd remained in place. The epd was removed without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported migration was not able to be tested as it involves the anatomy. There were noted coils stretched on the barewire likely due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that filter was not fully opposed to the vessel wall resulting in the filter moving distally; however, a definitive cause cannot be determined. The noted stretched coils are likely contributed to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.